Manufacturer narrative:
Correction date: the supplemental report #1 date received by MFR should have been (B)(6)-2014. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth and edema on (B)(6) 2013, 5 days after treatment. Surgeon suspected slow healing and epithelial edema may be due to new formula of lotomax (gel) that was instilled in eye under contact lens following treatment. No loss of best corrected visual acuity reported or intervention required. On (B)(6) 2014 surgeon reported that patient presented on (B)(6) 2013 with corneal haze, pain, blurred vision and loss of best corrected visual acuity (bcva) in her left eye. The topical steroid dosage was increased. Right eye bcva pre 20/20 post 20/20; left eye bcva pre 20/20 post 20/30.

Manufacturer narrative:
On the initial MDR it was indicated that on (B)(6) 2014 surgeon reported that patient presented on (B)(6) 2013 with corneal haze, pain, blurred vision and loss of bcva in her left eye. The date of (B)(6) 2014 is incorrect and should have been entered as (B)(6) 2014.

Manufacturer narrative:
Age at time of event - (B)(6) years old. Other relevant history - photorefractive keratectomy (prk). Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.